Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that a patient stopped using her device after noticing a leaking substance and material. The patient observed a white substance coming from the machine and also noticed it when she opened the carrying bag. She registered her device for the recall and inquired about an update on the replacement device, as she had recently moved from oregon to nevada. The patient was informed that the device had been shipped in july 2023. She was also advised to contact local authorities to file a report. The patient reported cleaning her device every 1-2 weeks with water, using distilled water, and cleaning the chamber every few days. Additionally, the patient mentioned experiencing a sinus infection and feeling tired due to not using the device. She also stated that she had disposed of the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.